Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error related to a stuck external foot pedal on the vision side cart was observed. The customer reported to an intuitive surgical inc (isi) technical support engineer (tse) and stated that this issue is recurrent. Tse instructed the customer to unplug and disconnect the external foot pedal. No further information was provided at this time. The procedure was completed with no report of injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and replaced the erbe pedals due to single bipolar pedal sticking in activated position. The system was verified and ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was trying to use the foot pedal in the davinci vision tower. The monopolar foot pedal was not delivering energy when being compressed. The bipolar foot pedal on the other hand, was saying that it was engaged when it was not even being pressed. The issue was resolved by not using the foot pedals and there was no unintended energy discharged that I know of.

Event description:
Refer to h11 for follow-up information.